Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a battery out limit alarm. The customer also reported his keypad was not working. He also stated a battery out limit alarm occurred after he had replaced the battery. Customer's blood glucose was 296 mg/dl. The customer treated his blood glucose with a manual injection. The customer was unable to troubleshoot for high blood glucose as the keypad was unresponsive. The customer could not recall any significant events leading to the keypad issues. Customer was advised to disconnect form the insulin pump and revert to a back-up plan. No additional information provided.